Manufacturer narrative:
Per tandem's user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was exposed to high temperatures and subsequently a malfunction alarm occurred. Customer's blood glucose level was between 200-300 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.